Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h10: device evaluation update: after further investigation, it was determined that the device also failed the following inspection criteria¿s during the functional assessment: impactor operation assessment. The most relevant root causes are linked to improper handling and premature wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device was making a chugging sound was not confirmed. The described failure by the that the device would not fire was confirmed. The device was visually inspected, and it was found to pass visual inspection. The device was visually and functionally assessed and determined not to impact, and the anvil automatically extends when manually retracted due to trap internal pressure. This is considered premature wear of the seals. It was determined that the issues are consistent with improper handling and premature wear. UDI ¿ (B)(4).

Event description:
It was reported that the impactor device was making a chugging sound and would not fire. During in-house engineering evaluation it was observed that the anvil automatically extends when manually retracted due to trap internal pressure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.